Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement on the right atrial (ra) channel. The out of range measurement led to a mode switch and some muscle stimulation. The system was reprogrammed and remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement on the right atrial (ra) channel. The out of range measurement led to a mode switch and some muscle stimulation. The system was reprogrammed and remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported. This supplemental report is being filed to provide an updated code.